Event description:
It was reported that the suspect device needed maintenance and reconfiguration. No patient injury was reported.

Manufacturer narrative:
Operator of device and if initial reporter also sent report to FDA are unknown; no additional information was received. A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. The customer reported event that the system advisory maintenance is recommended alarmed upon power up. A maintenance recommend alarm is an expected and annual advisory alarm designed to notify the customer when it's time to perform required pump maintenance. Performed a full preventive maintenance on the pump. Re- calibrated and performed all functional testing to pass. There was no fault of the device. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).